Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). The recorder was returned, analyzed, and no anomalies were found.

Event description:
It was reported that before implant the physician checked for a good position to implant the recorder with the vector check, but there was always noise on the signal. The physician decided not to implant that recorder and to replace it with a new recorder instead. No patient complications have been reported as a result of this event.